Manufacturer narrative:
The device shows signs of activation and there is melting on the manifold and the return brace in the proximal section of the active tip. Evidence of this nature can usually be attributed to electrode activation while the tip is buried in tissue. Devices with melted manifolds in the past have also been associated with an insufficient (B)(4) glue coverage within the distal tip. The device passed capacitance and continuity testing but failed during hipot test.

Event description:
During a procedure, the one piece low profile suction electrode sparked and arced resulting in the discoloration of the end of the device. Nothing fell into or harmed the pt. They swapped it out for another like device to complete the procedure with no pt harm.